Event description:
Svc lead impedance warning on (B)(6) 2020. Rv defib lead impedance w rning on (B)(6) 2020. Left ventricular lvtip to rvcoil lead impedance warning on (B)(6) 2020. Rvtip to rvcoil lead impedance warning on (B)(6) 2020. The patient alert sounded for high impedances on (B)(6) 2020. There was a sudden jump in rv coil lead impedance. The pdd file shows that all vectors that include the rv coil have a sudden increase in impedance; rv defib coil, rvtip to rvcoil, rvring to rvcoil, lvtip to rvcoil, lvring to rvcoil and also the svc impedance which is measured via the same pathway as the rv defib coil impedance. (B)(6) 2020 09:00:03 lvtiprvcoil: 4047 ohms (B)(6) 2020 09:00:03 lvringrvcoil: 4047 ohms (B)(6) 2020 09:00:06 defib (rv coil) 254 ohms (B)(6) 2020 09:00:07 svc coil: 254 ohms (B)(6) 2020 09:00:01 rvtiprvcoil: 4047 ohms (B)(6) 2020 09:00:01 rvringrvcoil: 1406 ohms thi sudden increase in rv coil impedance is an indication for a fracture of the rv coil. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).